Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the patient had a rash, macules and a burn on their skin. Per additional information received, silver sulfadiazine was applied as treatment. The patient was released from the hospital.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. However, as part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. There were no samples submitted with this complaint. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual examinations to evaluate the reported issue. Without a sample that displays the reported condition or a sample in which the reported condition can be duplicated, the root cause cannot be positively attributed to a product design or manufacturing problem; therefore, the reported condition cannot be confirmed. If a sample is received at a later date, the complaint will be reopened, and the investigation will be updated to reflect our findings. The most probable root cause for skin irritation is hyper-sensitive patients¿ allergic reactions to the materials used. This product family has been tested according to iso 10993 guidelines for biocompatibility that found both the hydrogel and skin contacting foam adhesive to be non-cytotoxic, non-irritating, and non-sensitizing. There have been no design changes to this product within the past year that would contribute to any increased probability for skin irritation on patients. Since this complaint is unconfirmed, no complaint trend exists, and a specific root cause for the occurrence cannot be identified based on all available information, a corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.